Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability (B)(6) - no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 10.2-11.4cm and 34.1-34.2cm form the lead tip. Internal insulation abrasion was noted at 21.1-21.2cm and 35.5-35.8cm from the lead tip. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 11.4-13.7cm from the lead tip. The etfe coating was abraded at 13.5cm from lead tip.